Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor system experienced a no flow. An unknown patient was being infused with fluorouracil (5-fu) at the time that the malfunction occurred. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available. This medical device report is report 2 or 3.

Manufacturer narrative:
(B)(4). Additional information: as the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the customer clarified that this complaint is a separate incident. This medical device report is report 1 of 1.